Event description:
The customer called to report a button error alarm and not being able to clear it. The up and down buttons function, but the alarm cannot be cleared. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor and keypad traces. Unable to test for the button error alarm due to the blank display.